Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7282889, medical device expiration date: 2022-11-30, device manufacture date: 2017-10-09, medical device lot #: 7282854, medical device expiration date: 2022-11-30, device manufacture date: 2017-10-09.

Event description:
It was reported that while using multiple bd¿ syringe(s) with bd luer-lok¿ tip, the syringes ¿split down the middle¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Samples were received for evaluation by one of our quality engineers. The samples were found to be cracked, therefore failure mode was verified. Based on the investigation, bd is unable to determine the root cause for this occurrence. This is the first complaint for this reported failure in the 2 batches reported. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: root cause is undetermined.